Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A lab analysis was conducted and the components were confirmed visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode.at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Expected wear/tear is likely the probable cause of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis was conducted and the components were inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Should information become available this complaint can be re-assessed. Available this complaint can be re-assessed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to a broken insert.